Manufacturer narrative:
Date of event was reported as 2011. See manufacturer¿s report # 3004209178-2016-07208 for the patient¿s previous device issue.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) had flipped which cause a burning and stinging sensation. The ins was removed. The indication for use for the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Correction - h6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 11, 2020. They reported that the physician was inquiring what happened to the explanted ins. No symptoms were reported. Information was reviewed with the rep that the ins hadn't been returned to the manufacturer for analysis and the facility where the explant took place was not known. The rep stated the physician would provide the patient with the hospital information. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient mentioned still having burning and hurting after the device was taken out. Additional information was received from the healthcare provider (hcp). It was reported that the patient has not been seen at the office in over 10 years and they do not have patient's records anymore. (B)(6) 2011 is the only record they have where it stated the device was removed due to no pain relief and pain. The cause of pain and no pain relief was unknown. There is no mention of stroke or stress and the hcp believed that those symptoms should not be related to the devices. The hcp stated that patient was never seen after (B)(6) 2011 therefore, the office would not know anything about burning and hurting after the device removal. The hcp has no additional information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a patient with a history of chronic back pain stated they were implanted with a medtronic restore ultra 37712 spinal cord stimulator. After a few weeks the stimulator stopped working. They went to a healthcare provider who informed the patient that the battery had flipped over and the doctor had to mash over the implant site to reposition the battery. The patient stated they felt severe pain but the battery was successfully repositioned and recharged. It was noted that sometime after the doctor visit, they developed pain at the implant site and the battery would not hold a charge. The patient was scheduled for a revision where the first device was explanted and they were implanted with a second restore ultra spinal cord stimulator. The second device was defective as well due to an inability to charge the battery and also suffered from unresolved pain. The patient reported that since the explant of the 2nd device they had continuous burning, stinging pain in their sides, lower back, n eurological problem, intermittent bilateral foot numbness, difficulty laying on their sides, early onset dementia, brain lesions, and mini strokes.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the ins had flipped. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) (burning, stinging sensation with device explant) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes a report that the ins had flipped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt called back and stated they called a few years ago seeing if medtronic wanted to figure this out because they had defective implants. Pt stated they still have severe back pain and have a burning/stinging pain where the leads were. Pt said it's their understanding that the leads were removed. Pt said they're very disappointed with the product and said it needs to be taken off the market because it's their understanding that they are not the only person who had this problem. Pt said they are going to go to the FDA but wanted to know if medtronic has done anything to address their problem and fix the product. Pt said their ins flipped and the doctor had to mash and push to get the ins flipped back over. Pt also said the doctor was a pervert and unprofessional. Pt stated the insurance companies should catch on that the manufacturer is charging insurance for defective problems. Patient services (ps) asked pt to confirm if they ever spoke with patient relations (pr) previously. Pt stated they n ever heard back from anyone and want the direct phone number for pr. Ps reviewed the request process and sent email to pr with information. Pt said they're going to go to the FDA in a few days but just wanted to know what has been done to fix the problem.

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.